Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the right atrial lead due to noise and under-sensing. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences reported.

Manufacturer narrative:
Correction: previously reported g3 should have been on (B)(6) 2021 rather than on (B)(6) 2021.